Manufacturer narrative:
This is the same event as 3010536692-2014-01548, -01550. This report will be updated once investigation is complete.

Event description:
Allegedly the patient was revised due to mom complications and infection of hip (right).